Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the system was explanted.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. The patient was also experiencing ineffective stimulation. The investigation was unable to determine which lead attributed to this issue. Surgical intervention is pending to address this issue.